Event description:
During lumbar radiculopathy surgery, the #10 trial spacer that was inserted into the l5-s1 disk space was very right during its extraction and broke. Initial attempts at extraction were unsuccessful. With continuing efforts and manipulation which prolonged surgery time, the trial was able to be extracted. Surgery was completed successfully with no apparent adverse outcome.